Manufacturer narrative:
Corrected data: concomitant medical product: injector model-msi-pf; lot#-1439800 should be corrected to injector model-msi-pf; lot#-unk as it is not applicable. (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -10.0 diopter tore/broke during loading the lens into the cartridge. This occurred on (B)(6) 2019. An alternate lens was successfully implanted on the same date and the problem is resolved. The cause of the event is reported as device.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue/debris on the lens. Visual inspection found the lens haptic torn with debris and residue on the lens. Claim#: (B)(4).